Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the axium prime coil was returned for analysis with non-medtronic microcatheter used in the event. The axium prime implant coil was detached and found within the returned microcatheter. The implant coil was flushed out. No damages or irregularities were found with the implant coil. The detach element ball was found to be visually acceptable. The lumen stop and retainer ring were found to be visually acceptable. The axium prime pushwire was broken directly distal of the break indicator at the proximal end and retained by the release wire. The coin was pulled back from the lumen stop with the shield coil present and intact. Based on the returned device evaluation and on reported information the clinical observation about coil detached from the pushwire during the procedure was confirmed. The returned pushwire was broken near the break indicator and the release wire as pulled back. The coin was pulled back from the lumen stop, releasing the implant from the pushwire. It is possible the damage occurred when attempting to push the pushwire into the catheter against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device has been received and investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil felt resistance and detached inside the catheter. The coil was removed together with the microcatheter. After that, a new sl-10 was delivered and a competitor's coil of the same size was used. The procedure was completed. No patient injury was reported.